Manufacturer narrative:
Based on the claim against the product by the customer noting there was a patient cart running on battery message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Errors 417 were confirmed in the logs. During in-house testing, both batteries were installed into the test system, sat idle for in the normal mode for 30 minutes and tested with multiple power cycles without triggering any errors.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was a patient side cart (psc) running on battery message. Intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that they have already tried multiple outlets and hard power cycled the system with an emergency power off (epo) of the psc with no change. The isi tse recommended another reboot with epo if possible. The isi tse also recommended informing the surgeon if they only have battery power on the psc, they will not have power for very long depending on the current status of the battery and may not want to start a procedure with only battery power. Error logs show 417 errors for both power supply 1 and 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the sp system was removed from the room and da vinci xi was brought in to continue the procedure.